Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting oversensing post implant. The physician elected to reprogram the ipg to the unipolar mode.